Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A sales representative was in the operative room (or) during the microsensor (ID: 826850) placement. Per sales representative: "the patient was a traumatic brain injury with massive cerebral edema (per CT and intra-op). Post craniotomy, surgeon placed a basic microsensor and its initial readings were -4mmhg. He didn't believe the intracranial pressure (icp) value, due to him witnessing the brain¿s edema (e.g. After opening the skull, the brain protruded ~1cm outside the skull). The lead was placed immediately after implant, once the or drapes from the patient were removed. The microsensor was left in place and the patient transported to the intensive care unit (ICU). Once the patient arrived at the ICU, the icp value displayed -16mmhg, but the wave form looked ok and it did respond to stimulus. For example, with the head of bed up at 45o the icp was -14mmhg and when the head of bed was lowered (flat), the icp value went to -9mmhg. The nurse checked the lead, and it was in place and attached firmly. She changed the icp extension cable, but this did not change the value-it remained at -16mmhg. Then she changed the cerelink monitor and that was without success." Sensor was removed.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The microsensor (ID (B)(4)) was returned for evaluation. Device history record (DHR) - the product code 826850 with lot 7118351 sn (B)(4), conformed to the specifications when released to stock. Failure analysis - no visible damage to the millar sensor, catheter material, or connector. Icp express read 517; cerelink monitor acceptable; microsensor detected and zeroed without any issues. The device passed electronic, noise and linearity/hysteresis, and signal drift tests. Root cause analysis - the exact issue reported by customer could not be confirmed as the device worked correctly. The possible root cause for this issue reported by the customer could be due to. Unstable sensor performance or incorrect selection of semiconductor components.

Event description:
N/a.